Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: on (B)(6) 2:14 pm central time sg 70 mg/dl bg not provided. After dms review, we confirmed the following information at the time of the event: (B)(6) 3:14 pm est sg 70 mg/dl bg not provided. After dms review, we confirmed that the user received a low glucose alert at 3:14 pm est, when the sg was at 70 mg/dl the user didn't seek medical treatment as he was not having symptoms of hypoglycemia. The user's hcp isn't aware of the event and they were advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 02:14 pm where user's sg was 70 mg/dl and bg was not provided.a review of the data management system (dms) data revealed that user's sg reading at 3:14 pm on (B)(6) 2025, was 70 mg/dl and no bg was entered. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance. The difference observed between sg and bg readings was addressed under an associated sensor inaccuracies case (case # (B)(4)), inclusive of the low glucose event. A review of the in-vivo data revealed signal and reference channel instability. The user was inserted on the (B)(6) 2025, and it is expected to see some differences during early days as the system tries to get stabilized. The user was advised to keep using the system and was educated about lag and early wear. A review of most recent system performance ((B)(6) 2025) was analyzed, and better sensor glucose to blood glucose match was observed. The root cause of the reported inaccuracies can be attributed to early wear adjustment. The user did not take any actions as there were no symptoms of hypoglycemia. B4. Date of this report 10 april 2025. G3. Date received by the manufacturer? 10 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.